Event description:
Event description guidant received information that while attempting to implant this lead, it became caught on the patient's tricuspid valve and could not be removed. Therefore, the lead was surgically abandoned.